Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was over 500 mg/dl at the time of the incident. The customer¿s other blood glucose value mentioned was 388 mg/dl. The customer also reported that insulin flow block at the infusion set and also had a blood in infusion tubing. The customer declined troubleshooting. The insulin pump will not be returned for analysis.